Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the issue with the customer. The fse suspected the instrument needed to be flushed with warm di water. The fse instructed the customer to prime the substrate lines with warm di water, alcohol, substrate, and perform the substrate replacement. Fse could not determine the cause of the reported event. The customer successfully performed daily check and quality control run without error and within acceptable range. No further action required by the fse. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [dl] a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The most probable cause of the reported event was possibly due to clot in the substrate lines, cause not established.

Event description:
A customer reported "dl (a fault occurred in the detector or the substrate feed line)¿ flag on the aia-900 analyzer. The customer had previously cleaned the substrate line. A technical support specialist (tss) instructed the customer to make new substrate, prime several times and perform a daily check. The customer called back stating the flag was recurring only on progesterone iii (prog iii) for both controls and patient samples. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for prog iii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.